Event description:
A device was returned to a service a trilogy 200 ventilator was returned to a third-party service center for foam remediation on the device. There was no harm or injury reported. During the evaluation of the device at a third-party service center, the device was visually inspected and found no evidence of foam degradation. However, the device failed test steps related to (positive flow verify, zero flow verify, and negative flow verify). The device was updated, and the sensor table was reset to resolve the issue. The sound abatement foam was replaced preventatively. Additionally, during the evaluation there were no reportable error codes found in the device event log. The handle o ring was damaged and was replaced. The software was upgraded. This device has been serviced, inspected, tested, and met acceptance criteria in accordance with all of the applicable customer requirements as defined in the contractual agreement with plexus. The device history record has been reviewed and approved by plexus quality assurance. Center in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. There was no report of patient harm or injury.